Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged began on the evening of (B)(6), 2010. The patient reported blood results of glucose "80 mg/dl" with the subject meter and "43 mg/dl" on another meter (emergency medical service meter), performed greater than 30 minutes of each other. The patient indicated he was not taking any diabetes medications at the time of the alleged issue. It is not known if the patient made any changes to his diabetes management routine due to the alleged issue. The patient claimed 4 hours the alleged issue occurred, he passed out. In response to the symptom, the patient stated his wife called emergency medical service (ems) immediately. According to the patient, when the ems arrived he was tested by the ems meter with a result of "43 mg/dl" and was administered IV glucose. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was correct and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia 4 hours after the alleged meter issue began.